Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Service history was reviewed for the system. No service record relevant to the complaint reported event was found. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported explant intraocular lens due to incorrect lens power calculations by the system in the unknown eye of the patient, with no pre- and post-operative results after cataract surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).